Event description:
The patient was admitted for a procedure in 2008 with an 80% mildly calcified lesion in the left common iliac artery. A 10 x 29mm palmaz genesis stent was implanted in lesion. After delivering the stent, an attempt was made to conduct angioplasty in another part of the vessel but the balloon burst at 9atm. There was no reported patient injury.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.